Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified multiple force sensor test errors. During the functional testing the reported issue was able to be duplicated. The force sensor is out of calibration as a result of normal wear/normal calibration drift. The root cause of the issue was due to normal wear as the pup was over 5 years old. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a system failure: battery failure. No patient injury was reported.